Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-12992. It was reported the patient during replacement procedure on (B)(6) 2021 (related manufacturer reference number 1627487-2021-01948, 1627487-2021-01949, and 3006705815-2021-01095) one lead was broken at epidural space entry and was left in place. A new lead was implanted, and therapy was established postoperatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.